Event description:
The device reportedly shut off during a long pt transport. The device's sealed lead acid (sla) batteries were reportedly depleted. There was no adverse effect to the pt as a result of the reported event. The pt's outcome and info were not released.